Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, a retroperitoneal bleed occurred. Fifteen days following the implant of the valve, the patient died of the cardiovascular cause. It was reported that the death was not device related but was possibly procedure related.